Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the rx herculite elite peripheral stent systems instructions for use as a known patient effect of stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, the 6.0x12 mm rx herculink stent was implanted in the 80% de novo lesion with mild calcium in the left renal artery. On (B)(6) 2025, the patient was re-admitted to the hospital with high grade stenosis in the right and left renal arteries. There was in-stent restenosis in the index stent. Percutaneous transluminal angioplasty and stent implantation were performed in both renal arteries. There was no adverse sequelae. No additional information was provided.